Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were excessive delays of therapy greater than 72 hours during use with a minicap transfer set. The transfer set was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as unknown). Correction: during follow up, it was clarified that the patient did not experience a delay in therapy for more than 72 consecutive hours. A delay of therapy less than or equal to 72 hours is not likely to cause or contribute to serious patient harm. Should additional relevant information become available, a supplemental report will be submitted.